Event description:
It was reported that a decrease in the pacing impedance was observed on the left ventricular (lv) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.